Event description:
Same case as MDR ID# 2134265-2013-06062, 2134265-2013-06063 . It was reported that during percutaneous coronary intervention (pci), intermittent automatic pullback failure occurred. The ilab cart system 100v motor drive unit (mdu) performed automatic pullback with intermittent failure. Manual pullback was done to complete the procedure. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-06062, 2134265-2013-06063. It was reported that during percutaneous coronary intervention (pci), intermittent automatic pullback failure occurred. The ilab cart system 100v motor drive unit (mdu) performed automatic pullback with intermittent failure. Manual pullback was done to complete the procedure. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in good condition with no visible damage or defects observed. The unit meets specifications and without any failures observed. In addition to the functional test, the unit underwent a 4 hour burn-in without any failures observed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).